Event description:
The pump was returned for investigation. Investigation revealed an audio bolus button defect. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the audio bolus button was found to be unresponsive. The cover was opened and the internal contact was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.